Event description:
The patient presented to the hospital with a vibratory alert. Upon interrogation, the device was found in elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Electrical testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.